Manufacturer narrative:
Clarification to d6a: partial date of 2022 provided continued e1 -- alternate email address: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture; capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker unknown". This record is for the right-side. Device remains implanted and will be returned.

Event description:
Healthcare professional reported "rupture" and "capsular contracture baker unknown". Physician further reported baker grade iii for the capsular contracture, noted the implant was "intact" upon removal, and the right side device ruptured after removal. Inner silicone gel did not make contact with the patient. This record is for the right-side. The device has been explanted and replaced.

Manufacturer narrative:
Clarification to h6 adverse event problem: un-reporting a0412 material rupture as the explanting physician confirmed the device was found intact during explant surgery. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade iii; suspected rupture (found intact). Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, creases, wear abrasion, missing shell, opening and broken device were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.